Event description:
It was reported the patient's blood glucose level rose to 450 mg/dl while wearing the pod. Patient reported that the site was red and swollen. When removed from the infusion site, the pod's cannula was found blocked. There is no information available regarding treatment. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the blocked cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.